Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor pad broke when the surgeon was impacting the femoral trial on the knee. The surgical technique was utilized. There was no surgical delay. No known impact or consequence to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the device exhibits signs of repeated use (nicked/gouged) and is fractured into two pieces. Device was submitted for further analysis. The analysis indicates overload failure or low cycle fatigue culminating in the overload failure. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.